Event description:
It was reported that the pump was not working properly. Sometime between july and september the customer woke up throwing up, going in and out of consciousness and fully passing out. Reportedly, a friend of the customer found them and called 911. The customer was transported to the hospital and admitted to the intensive care unit (ICU). When the customer regained consciousness in the ICU they were confused and disoriented. Reportedly, the customer burned their throat due to the vomiting. The customer was discharged when their blood glucose "finally comes down".